Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('right pregnancy (ectopic) / right tubal pregnancy') and fallopian tube perforation ('perforation (fallopian tube): right tube') in a 26-year-old female patient who had essure (batch no. A78090,12577944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "it was difficult to place the right coil". The patient's medical history included asthma in 2013, shortness of breath in 2012, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2008), respiratory distress, irregular menstruation, abdominal pain, endometriosis and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera)3-oct-2013 to december 2013, mestranol;norethisterone (ortho novum) from october 2013 to december 2013, montelukast sodium (singulair) since (B)(6) 2013 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 29 days after insertion of essure. The patient was treated with surgery (laparoscopic right salpingectomy with lysis of adhesions, removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure caused birth defects: no. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Removal details - there was a band of omental adhesions to the proximal area of the right tube with evidence of a metal spiral device coming out of the tube close to the uterus at that end. That was thought to be a remnant of her essure device that had perforated her tube. Also, the distal end of the tube appeared dilated and there was bleeding from the fimbriated end. There was evidence of a peritoneal hematoma as well.at this time, with the help of a d and g, the essure device was grasped and removed off her right tube and was sent to pathology as the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on 13-jan-2014: ectopic pregnancy.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on 04-dec-2013: total bilateral occlusion, both tubes were closed, technically successful hysterosalpingogram demonstrating satisfactory position of the essure devices with occlusion of the fallopian tubes, bilaterally.. Lot number: 12577944 manufacture date: 2013-06 expiration date: 2016-02. Lot number: a78090 manufacture date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('right pregnancy (ectopic) / right tubal pregnancy'), fallopian tube perforation ('perforation (fallopian tube): right tube') and uterine perforation ('uterine perforation') in a 26-year-old female patient who had essure (batch no. A78090,12577944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "it was difficult to place the right coil". The patient's medical history included asthma from (B)(6) 2013 to (B)(6) 2013, shortness of breath in 2012, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2008), respiratory distress, irregular menstruation, abdominal pain, endometriosis and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2013, mestranol;norethisterone (ortho novum) (B)(6) 2013 to (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2013 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 months 23 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic right salpingectomy with lysis of adhesions, removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, menorrhagia, depression and anxiety outcome was unknown, the pelvic pain and vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure caused birth defects: no. Removal details - there was a band of omental adhesions to the proximal area of the right tube with evidence of a metal spiral device coming out of the tube close to the uterus at that end. That was thought to be a remnant of her essure device that had perforated her tube. Also, the distal end of the tube appeared dilated and there was bleeding from the fimbriated end. Post removal complication was happened. Received treatment for pain, bleeding, perforation. Discrepancy noted in essure insertion date:- (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2014: ectopic pregnancy. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion, both tubes were closed, technically successful hysterosalpingogram demonstrating satisfactory position of the essure devices with occlusion of the fallopian tubes, bilaterally. Lot number: 12577944 manufacture date: 2013-06 expiration date: 2016-02. Lot number: a78090 manufacture date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new event uterine perforation was added. Outcome of event pain, bleeding updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('right pregnancy (ectopic) / right tubal pregnancy') and fallopian tube perforation ('perforation (fallopian tube): right tube') in a 26-year-old female patient who had essure (batch no. A78090,12577944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "it was difficult to place the right coil". The patient's medical history included asthma from (B)(6) 2013 to (B)(6) 2013, shortness of breath in 2012, multigravida, parity 2 (B)(6) 2005, (B)(6) 2008), respiratory distress, irregular menstruation, abdominal pain, endometriosis and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to december 2013, mestranol;norethisterone (ortho novum) (B)(6) 2013 to december 2013, montelukast sodium (singulair) since (B)(6) 2013 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 29 days after insertion of essure. The patient was treated with surgery (laparoscopic right salpingectomy with lysis of adhesions, removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure caused birth defects: no. Removal details - there was a band of omental adhesions to the proximal area of the right tube with evidence of a metal spiral device coming out of the tube close to the uterus at that end. That was thought to be a remnant of her essure device that had perforated her tube. Also, the distal end of the tube appeared dilated and there was bleeding from the fimbriated end. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2014: ectopic pregnancy.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion, both tubes were closed, technically successful hysterosalpingogram demonstrating satisfactory position of the essure devices with occlusion of the fallopian tubes, bilaterally.. Lot number: 12577944 manufacture date: 2013-06 expiration date: 2016-02 . Lot number: a78090 manufacture date: 2012-12 expiration date: 2015-12 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome of pelvic pain and dysmenorrhea was updated from unknown to recovering / resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('right pregnancy (ectopic) / right tubal pregnancy') and fallopian tube perforation ('perforation (fallopian tube): right tube') in a (B)(6) year-old female patient who had essure (batch no. A78090, 12577944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "it was difficult to place the right coil". The patient's medical history included asthma in 2013, shortness of breath in 2012, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2008), respiratory distress, irregular menstruation, abdominal pain, endometriosis and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2013, mestranol; norethisterone (ortho novum) from (B)(6) 2013 to (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2013 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 29 days after insertion of essure. The patient was treated with surgery (laparoscopic right salpingectomy with lysis of adhesions, removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure caused birth defects: no. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Removal details - there was a band of omental adhesions to the proximal area of the right tube with evidence of a metal spiral device coming out of the tube close to the uterus at that end. That was thought to be a remnant of her essure device that had perforated her tube. Also, the distal end of the tube appeared dilated and there was bleeding from the fimbriated end. There was evidence of a peritoneal hematoma as well.at this time, with the help of a d and g, the essure device was grasped and removed off her right tube and was sent to pathology as the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2014: ectopic pregnancy. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2013: total bilateral occlusion, both tubes were closed, technically successful hysterosalpingogram demonstrating satisfactory position of the essure devices with occlusion of the fallopian tubes, bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs and mr received : events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), pain, perforation (fallopian tube(s)), pregnancy (ectopic), device ineffective, device difficult to insert were added. Patient's medical history was added, concomitant medications were added, lot number received. Essure removal date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.